Event description:
It was reported that during a ptca/stenting procedure, the stent delivery system (sds) balloon ruptured at a very low pressure, and became entrapped in the underdeployed stent. There was difficulty in removing the sds and then again in crossing the stent with another dilatation catheter, however this was all accomplished successfully, and the stent was adequately deployed.